Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 to correct a potential tip fold-over of the implanted electrode array. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2015.